Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the display did not return after reinsert battery. The customer stated that the contact on the battery cap and battery compartment was neither corroded nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board 1 during visual inspection. Device received with cracked keypad overlay at select button, and damaged serial number label. (B)(4).